Manufacturer narrative:
The device was received. Investigation is not completed.

Event description:
The customer contact reported the clave port remained in the open position; subsequently, bleed back was noted. After an unspecified length of time in use, the clave port was accessed with an unspecified syringe to deliver an unspecified medication. It was reported that after the healthcare provider removed the syringe, the silicone sleeve of the clave port remained depressed and an unspecified amount of bleed back was noted in the tubing set. There was no reported pt blood loss. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info provided.